Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with partially detached retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the retainer ring had crack. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.